Event description:
In approx 1 hour during a pt treatment the balance alarm comes out and was ignored with the result that the pt lost a lot of fluid 650 ml/h. During the hemofiltration treatment (cvvh) the balance alarm came out several times (119 times in 14 hrs). As it was not known the root cause of the alarms, the pt was disconnected and connected to another monitor due to the pt had lost 5920 ml of fluid. Two days later the pt died due to a cervix tumor.